Event description:
(B)(4) clinical study. It was reported that unstable angina occurred. The promus element plus stent was previously deployed in the right coronary artery (rca). Patient experienced unstable angina and percutaneous coronary intervention to the rca, following intervention 90% residual stenosis. Therefore bypass surgery was performed. In october 2014, rotablation was performed, however due to severe calcification treatment was difficult to perform. In (B)(6) 2014, CABG was performed for rca to pda, and avr was performed. In (B)(6) 2014, the condition of the patient has recovered.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that on (B)(6) 2010, index procedure was performed. Pre-dilatation with a 2.0x15mm balloon catheter. A 2.25x12mm promus element plus stent was implanted at 12 atmospheres. Coronary artery graft (cag) was performed and perforation was noted distal to the target lesion and dissection was noted at the distal part of the study stent. No treatment was performed to the perforation and dissection and procedure was closed. Tamponade was noted and pericardiocentesis and medication were performed as treatment. Six days later, the patient was discharged from the hospital. In (B)(6) 2014, the patient had unstable angina pectoris. Following pci, residual stenosis was 90%.